Event description:
It was reported that the wake button was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to attempt various methods to turn the pump screen on, but these were unsuccessful unless the pump was plugged into a power source. Technical support arranged for a replacement pump to be sent, and the customer reverted to manual daily injections as a backup therapy. Additionally, instructions were provided for returning the malfunctioning pump, and the customer acknowledged these instructions.